Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient alleges a headache after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.